Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2012, an acculink stent was successfully implanted in the left internal carotid artery lesion. On (B)(6) 2015, the patient expired in her sleep. Per study physician, the cause of death is unknown. There was no autopsy and the death certificate is not accessible. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no device malfunction and the product was not returned. Per the study physician, the patient death was not related to the acculink stent or the acculink implantation procedure. Because a 30 day medwatch report was filed, this event must remain reportable. No further investigation required.

Event description:
Subsequent to the initial medwatch report, the following information was received: per the study physician, the patient death was not related to the acculink stent or the acculink implantation procedure.